Event description:
The sales rep reported that during an elbow repair that the suture on his gii quick anchor plus with #2 excel ethibond broke midway, closest to the anchor when the surgeon was tying the knot. The sales rep reported that the surgeon removed the suture and left the anchor securely in the bonehole. The surgeon completed the procedure with a 3rd anchor to secure the fixation with no patient consequences. There was a 4 minute delay in the procedure. The sales rep reported that the suture was not next to any metal devices at the time of the breakage. The sales rep reported that the patient was (B)(6) male with good bone quality.

Manufacturer narrative:
The complaint device is not being returned and therefore an evaluation cannot be performed. Based on the information provided, a root cause for this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on complaint rate, at this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.